Event description:
It was reported that the insulin pump alarmed button error. Because the customer did not have a backup plan to treat her diabetes, she was advised to contact a health care provider. It was later reported that the customer was then hospitalized due to hyperglycemia. The reported blood glucose level was 209 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.